Manufacturer narrative:
This complaint is recorded in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. No adverse events or delay have been reported as a result of the malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On august 1, 2018, it was reported that the device had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number 911046 for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number 04168 reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eighteen times as documented in the repair reports in livelink. The last repair was april 23, 2018 where it was reported that the device had an incomplete mesh and the roller and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number 1512341 as documented in the repair reports in livelink. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was december 10, 2015 where it was reported that the device was sent along with skin graft mesher serial number 04159 and no parts were replaced. This is not a related issue. Product review of the skin graft mesher on august 8, 2018 revealed that the pre-test calibration and test mesh could not be taken due to the bent comb. The gear and roller had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number 911046 both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 8, 2018 which included replacement of the roller, damaged comb, and roller gear. Skin graft mesher, serial number 04168, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the pre-test calibration and test cut could not be taken due to a bent comb. The roller and gear had visible damage. The device was received with cutters 2:1 1406041 and 1.5:1 1505033 both produced incomplete cuts. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the pre-test calibration and test cut could not be taken due to a bent comb. The roller and gear had visible damage. The device was received with cutters 2:1 1406041 and 1.5:1 1505033 both produced incomplete cuts. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.